Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the 4.1 aux drawer cubie was not connecting to the screen, and medications could not be unloaded from the cubie. The customer was unable to access the cubie and received error messages stating, failed hardware and failed cubie. The customer rebooted the system, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported due to this event.